Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie pocket 4.1 failed. A field service engineer found the drawer 4-1 with a broken lid in a cubie pocket, assisted the customer to recover the cubie pocket and the drawer, tested everything in hardware test application and resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, cubie pocket 4.1 was failed. The customer stated that this malfunction occurred while dispensing medication to patients. There were no delay or adverse events or injuries reported based on this event.